Event description:
The customer contacted beckman coulter customer technical support (cts) to report that they obtained non-reproducible, elevated accutni patient results on their access 2 immunoassay system. The customer indicated that six patient samples produced elevated results (3 results were above the acute myocardial infarction (ami) cut-off and 3 within the risk stratification range). The samples were re-tested on their other access 2 instrument and generated results were within the normal range of the assay. Customer did not supply any data in support of the investigation. The archive data supplied by the field service engineer (fse) was reviewed with no significant findings to note. There were no non-reproducible results observed in the archive data. The cts indicated the customer used different patient identifiers on different instruments. Patient results are provided in section b6 of this report. Quality control (qc) was failing after the questioned results were generated. The customer attempted to calibrate the assay after the qc failure and the calibration failed with a % coefficient variation (cv) of 65%. The customer understood this to be an issue with precision at the low end of the calibration curve and the assay in general. There was no death or injury in connection to this event.

Manufacturer narrative:
Beckman coulter field service engineer (fse) was dispatched to the customer site. The fse indicated the incubator belt alignments and wash carousel alignments to the incubator belt required adjustment to resolve the accutni result issues observed by the customer. After servicing the instrument, the fse performed an acceptable precision study with accutni qc. The qc samples were also passing within the customer's ranges. The fse performed a passing high sensitivity system check after all repairs were complete. Hardware was the cause of this event. The onsite fse reported that incubator belt alignments required adjustment to resolve the accutni patient and qc issues observed by the customer.